Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 57 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer was asked to return the test strips for evaluation, but she declined. She did receive replacement test strips.